Event description:
In pinnacle version 4.0b, the tray factor is being applied to fields shaped with multi-leaf collimators (mlc's) as well as to fields shaped with cerrobend blocks. The tray factor should not be applied to a mlc- shaped field. Inaccurate photon monitor unit calculations may result in an inaccurate dose plan.